Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who had an implantable neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient is admitted for severe uti and when they placed patient on telemetry, the EKG was all over the place. It was unknown if patient has atrial fibrillation or if artifact from EKG/interstim interference. Caller reports patient's husband indicated the device was turned off, but do not have a patient programmer with them to confirm. No further complications were reported.